Event description:
During a pulse field ablation procedure, a farawave nav catheter was selected for use. Shortly after initial handling, the merit guidewire became completely lodged within the catheter, impossible to move it. As the catheter shifted along with the guidewire, it was necessary to withdraw both from the sheath and ultimately from the patient. Despite being outside the body, the guidewire remained stuck inside the catheter. With significant force, a portion of the guidewire was extracted, resulting in damage to both the guidewire and the catheter. No tissue was observed at the tip of the catheter or guidewire. The guidewire could not be removed normally and was found to be advanced beyond the catheter tip at the time of removal. A possible kink was noted as a catheter malfunction. A new catheter was then used to complete the procedure, which completed without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes it is possible that the reported force used to extract a portion of the guidewire resulted in the twisting/stretching of the guidewire lumen. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon receipt at boston scientific post market laboratory an attempt to insert a guidewire was unsuccessful. X ray revealed a partial guidewire still stuck inside the guidewire lumen. Dissection and microscopy resulted in the observation that tissue was stuck to the guidewire, which likely caused the reported resistance and guidewire damage. It is believed that this was the result of the advancement or retraction of the guidewire engaging with some tissue. Additional findings revealed twisted shaft/guidewire lumen. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave nav device confirmed that the event of catheter being difficult/unable to track over guidewire (guidewire stuck, incompatible, etc.) Is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave nav device is acceptable. Investigation conclusion: based on all the available information unintended use error caused or contributed to event conclusion code was selected for the allegation of guidewire stuck based on analysis of the returned product. X ray revealed a partial guidewire still stuck inside the guidewire lumen. Dissection and microscopy resulted in the observation that tissue was stuck to the guidewire, which likely caused the reported resistance and guidewire damage. It is believed that this was the result of the advancement or retraction of the guidewire engaging with some tissue. The unintended use error caused or contributed to event cause code was selected for the secondary finding of a twisted shaft/guidewire lumen. Based on the received event description and device analysis, it is likely that the reported force used to extract a portion of the guidewire, due to the observed tissue, resulted in the twisting/stretching of the guidewire lumen.

Event description:
During a pulse field ablation procedure, a farawave nav catheter was selected for use. Shortly after initial handling, the merit guidewire became completely lodged within the catheter, impossible to move it. As the catheter shifted along with the guidewire, it was necessary to withdraw both from the sheath and ultimately from the patient. Despite being outside the body, the guidewire remained stuck inside the catheter. With significant force, a portion of the guidewire was extracted, resulting in damage to both the guidewire and the catheter. No tissue was observed at the tip of the catheter or guidewire. The guidewire could not be removed normally and was found to be advanced beyond the catheter tip at the time of removal. A possible kink was noted as a catheter malfunction. A new catheter was then used to complete the procedure, which completed without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.